Manufacturer narrative:
A2 - age at time of event: 72 years old at the time of study enrollment. Detailed product information was not provided to bsc. We could not obtain the information, as this was reported as clinical. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that bypass occlusion occurred, requiring hospitalization and additional device. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as a part of the clinical trial. The target lesion #001 was in the left femoro-kruraler bypass with 4 mm proximal reference vessel diameter and 2.5 mm distal reference vessel diameter with lesion length 70 mm with 50% stenosis and was classified as transatlantic intersociety consensus (tasc) ii a lesion. Prior to treatment of target lesion with study device, atherectomy was performed using 2.1 mm jetstream atherectomy device. The treatment of target lesion was performed by dilation using study device, 4 mm x 60 mm ranger drug coated balloon. Following treatment was performed by post-dilation using 4 mm x 60 mm ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 40%. On (B)(6) 2024, the subject was discharged from hospital on aspirin. On (B)(6) 2025, the subject was noted with symptoms related to occlusion of left femoro-kruraler bypass. On (B)(6) 2025, the subject was admitted to the hospital for further evaluation and treatment. On (B)(6) 2025, 225 days post index procedure, 70% thrombotic restenosis noted in the distal anastomosis of the left distal anastomosis of bypass graft and left peroneal artery was treated by thrombectomy was performed using angiojet thrombectomy device and balloon angioplasty was performed using 2.5 mm x 80 mm coyote pta balloon and 2.5 mm x 80 mm ultrascore cutting balloon. Post procedure, the final residual stenosis was noted to be 30%. The event was considered to be resolved. On (B)(6) 2025, the subject was discharged from hospital.